Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 90% stenosis located in the proximal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during the delivery. It was reported that stent dislodgement occurred during delivery to/at the lesion. The dislodged stent was removed using a snare. The patient was reported to be alive with no further injury.

Manufacturer narrative:
Product analysis summary: there were kinks evident on the hypotube. Tactile testing confirmed kinks. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.